Event description:
It was reported that the patient's blood glucose level rose to 30 mmol/l (540 mg/dl), while wearing the pod between 25 and 36 hours. The pod reportedly detached from the infusion site, causing the cannula to dislodge. The cannula was reported to be bent. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.